Event description:
The patient called lifescan and alleged that their meter would not power on.the patient stated that they were unable to test on their meter. They reported symptoms of frequent urination, blurry vision, dizziness, and a headache. They tested on their family member's meter and obtained a result of 172 mg/dl. The patient stated that they received medical diabetes advice. They also reported that they were given a prescription for more medication due to having high blood sugar. The patient stated that the batteries were in good condition and installed correctly and the battery contacts were in good condition. A replacement meter is being sent to the patient. Medical affairs attempted unsuccessfully to reach the patient for more information. A letter is being sent as a second attemtp to obtain more information.